Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera gastrointestinal videoscope was found to have reduced angulation. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign objects. The foreign material remained in the nozzle, which may cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; wrinkles were observed in the insertion tube; the distal sheath adhesive part was missing; the switch box was discolored; discoloration on the operation part cover; wrinkles were observed in the universal cord; water coverage was recognized on the electrical connector; the scope connector label is peeling off; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.